Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. On (B)(6) 2020, the cgm was reading 178 mg/dl but the bg was 524 mg/dl. No symptoms were reported. The patient was admitted to the hospital on (B)(6) 2020 and discharged on (B)(6) 2020. No treatment information was provided. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.